Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tubing detached from hub on (B)(6) 2025. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.